Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up, noise was observed on the lead that caused vf diagnosis and a return to sinus. Review of the data suggest a possible insulation breakdown on the sense/pace portion of the lead. The device was checked the following week and noise could not be reproduced in the clinic with pocket manipulation. The physician decided to avoid any lead revision for now and will continue to monitor the patient.